Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 087 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/3/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings:.-hard ¿cs69¿ alarm reproduced at power up. The pump was unable to recover from cs69 after reboot unable to verify all steps - the ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ error is resident to flash chip (u39).